Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force event. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force senor calibration check was out of specification. The pump cover was removed for further investigation and the force sensor resistance was found to be in specification and no contamination or damage to the force sensor circuit was observed. The complaint was confirmed in the pump history but not duplicated during testing. The returned battery cap and returned cartridge cap were used to complete testing with no related issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.